Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However the customer purchased a new gde (gas delivery engine) for the avea ventilator. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported low vte (end-tidal volume) and circuit occlusion alarms on the vela ventilator. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab (fa lab) was able to confirm the reported issue, but not able to duplicate it. They did find an incorrected calibration on the trans com alarm (tca) transducer expiration flow segment.